Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: there were pump reboots observed in the black box, but not duplicated during investigation. There was moisture visible behind the display lens. The leak test was performed and failed due to a battery compartment leak. The pump case was cracked at the battery compartment and near the display lens. Unrelated to the original complaint, the keypad was unresponsive; further testing could not be completed. The pump was opened and further moisture was observed internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(4).